Event description:
To summarize this event, on (B) (6) 2009, three amplatzer vascular plugs were selected to occluder a pulmonary arteriovenous fistula. The patient condition was stable post procedure and he was discharged from the hospital on (B) (6). On (B) (6) 2009 a chest x-ray confirmed infiltrative shadow in the lower left lung field. Crp increased to 9.7. The patient experienced chest pain. On (B) (6) a blood culture showed negative and crp decreased to 5.7. On (B) (6) the shadow in the left middle lung field improved; however, infiltration remained in the lower lung field. On (B) (6) 2010, the patient experienced chest pain, with a fever of 38.8°c. Crp increased again to 9.5. On (B) (6) 2010, the patient¿s temperature was alleviated, but he experienced dyspnea, pain from the left side of abdomen to the back, and palpitations. On (B) (6) the patient was urgently sent to the hospital due to respiratory failure. A CT confirmed pale-colored pleural effusion in the left lung field. Drainage was performed and 2000ml pleural effusion was removed. Antibiotics were administered and the treatment was initiated for ffp administration. A chest x-ray performed on (B) (6) confirmed the pleural effusion was alleviated. The symptoms resolved and the patient condition is currently observed. The physician had commented that although the causal relationship of the avp and the adverse event could not be completely denied, it can be considered that the event occurred due to stasis of blood flow following the occlusion procedure for the pavf. No further information is expected.